Event description:
A report was received for the lad at study, indicating the male patient was re-hospitalized 2 days after the index procedure, because of recurrent severe angina pectoris, due to multiple spasms in the proximal and mid lad. The patient was treated with 2 more cypher stents in the proximal and mid lad. The patient was free of symptoms after the procedure.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Additional information will be submitted within 30 days of receipt.